Event description:
The surgeon was performing a hysterectomy when the cutting forceps jaws would not stay closed. The surgeon replaced the device with another like device, and it functioned properly. There was no injury to the pt. The forceps were retained by the or staff and have been sent to their risk mgmt dept. The pt's case was finished and she was sent to recovery.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.